Event description:
According to the customer, on (B)(6) 2024 when removing the bandage, the "adhesive was too strong" causing her skin to "rip".

Manufacturer narrative:
According to the customer, on (B)(6) 2024 when removing the bandage, the "adhesive was too strong" causing her skin to "rip". The customer reported her skin became "red" and "inflamed" causing her to visit her physician. The customer reported the physician prescribed her "amoxicillin tablets" to prevent infection. The customer reported she has been applying "neosporin", "peroxide", and covering the wound with gauze. The customer reported the skin is "still tender" but, "scabbing over" and "getting better". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.